Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 02-020-11-0330 - truliant ps cem fem ps cem right sz 3 5737529; 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t 5863592; 200-07-29 - advanced patella 29m 3 peg implant 5668297.

Event description:
As reported by the exactech truliant knee clinical study, the 66-year-old female patient had an initial right tka on (B)(6) 2019 and presented with pain, 10 month(s) and 0 year(s) post-operatively on (B)(6) 2020. Patient is having pain. Subject felt it "pull" when trying to sit cross legged. Aggravating factors include touching it and extended periods of weight bearing. The outcome of this event is considered continuing, and the action taken was considering a bone scan or iovera if there is no improvement. The case report form indicates that this event is definitely not related to the device and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.